Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 05/29/2008. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not turn on. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. An attempt was made to perform functional testing; however, there was no electrical response at all. This condition is indicative of a faulty power supply pcb. The onboard power supply pcb was by-passed with a known good power supply pcb and then tested again. No issues were found during the testing. Based on the investigation performed, the reported complaint was confirmed. The power supply pcb is defective. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. This unit was manufactured 14 nov 2007 and will be replaced.

Event description:
The event is reported as: the unit will not turn on. Unknown when alleged defect was detected.